Manufacturer narrative:
Upon review, the marker bands did not come off the device but moved from the original position, remaining on the device itself. Therefore, this event does not meet the criteria of a malfunction that requires regulatory reporting. As such, no further reports will be forthcoming regarding this event.

Event description:
When a 5f supertorque pigtail was removed the markers had been stripped down to one section of the catheter after it was used to shoot an angiogram.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.